Event description:
It was reported that noise was observed on the right atrial (ra) and right ventricular (rv) lead as well as auto mode switching (ams). The pacemaker was subject to the 2021 assurity and endurity pacemaker safety notification. The system was explanted and replaced. The patient was discharged.